Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a clinic visit, the device was unable to be interrogated and no sound was elicited when a magnet was placed over the device. The device was explanted two days later. During the explant procedure after the leads were disconnected from the device, a patient alert was triggered and a full power on reset was indicated to have occurred. The device was able to be interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The device lost telemetry and function due to a severely depleted battery. The cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. Since no carelink files could be found, no save to disk data could be retrieved from the device and no other data was provided from the field, there is no way to confirm device condition and programming while implanted. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis revealed lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.